Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was at end of service (eos) and experienced a power on reset (por) resulting in lost trends/data. All data was cleared from the device upon interrogation due to electrical reset. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Recalculated device longevity using the actual implant date and time from implant to rrt and the device met mean longevity. The power on reset was the result of low supply voltage two years after the device had set rrt. The loss of tel c was due to the por. If information is provided in the future, a supplemental report will be issued.